Manufacturer narrative:
Initial report sent to FDA on 04/01/2008.

Event description:
Procedure: lap chole. According to the reporter: three clips were fired but they did not form properly on tissue. While removing one of them from the cavity, the other two clips disengaged and fell into the cavity. The clips could not be found during the procedure, but were confirmed by x-ray that they were still inside the body. The patient status was reported as fine and was released from t he hospital.